Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a patient regarding an implantable neurostimulator (ins). Patient complains of lower extremity back pain and feels the device is the issue. The rep checked to make sure the device was turned off but patient wanted it removed. It was indicated surgical intervention was planned. The status of the device is undetermined. The issue was not resolved at the time of this report. There were no further symptoms or complications reported or anticipated.